Event description:
On (B)(6) 2012, the reporter contacted animas to report two episodes of the patient obtaining a low blood glucose reading on (B)(6) 2012. In the morning, the patient obtained the fasting blood glucose reading of 45 mg/dl and she experienced the symptoms of shaking and difficulty walking. During the night, the patient obtained a reading of 55 mg/dl and experienced the symptom of shaking. For both events, the patient administered self-treatment with food and/or juice and felt better afterwards. The patient's subsequent blood glucose readings rose to 70 mg/dl, 120 mg/dl and 130 mg/dl. The patient did not seek any medical attention. The patient noted she does not take bolus doses of insulin on a routine basis. Troubleshooting revealed all pump settings, basal rate and date/time were set correctly. There was no evidence the pump was not functioning appropriately. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.